Manufacturer narrative:
(B)(4). The complaint for system error se 2267 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The patient stated there were no leaks noted, the spare clamps were closed, they did not disconnect and there were no wet lines. The batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during dwell 1 of 4. Gts had the patient close all the clamps and transfer set to cycle power and clear the error to the "press go to start" prompt. Gts explained the error indicated that air had entered into the disposable set. The patient stated there were no leaks noted, the spare clamps were closed, they did not disconnect and there were no wet lines. Gts advised the patient to discard the supplies and report the error to her nurse the next morning. The patient elected to complete therapy manually. Product surveillance contacted the patient who explained that they were able to retain the lot information, and had notified her nurse. The patient clarified that she started therapy over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.